Event description:
The following has been reported: biomed reported: "cassette error/ air in cassette." Injury/adverse reaction: no infusion stoppage: yes. A preliminary review identified the following issue: tubing set error (cassette not fully loaded) - dsps sensor grommet has been pushed down past its standard instillation location. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for tubing set errors during infusion. Upon return, the device displayed air in line errors after a cassette was loaded. Log files were reviewed and set ID failures were present. The device was opened to inspect for internal damage. No internal damage was identified. The set ID was inspected and no damage or fluid ingress was found. The device was put into manufacturing mode to test the set ID. The set ID failed during testing, indicating a bubble detector sensor failure. The grommet of the dsps was reported to be folded inward by the customer. This failure could not be confirmed during investigation. Due to the failure being observed by the customer and the grommet failure being detailed in the technical summary, the dsps will be replaced during repairs.